Event description:
I took the lyme elisa test in (B)(6) 2012 and the test came back negative. Because of this, I stopped even considering lyme disease and started searching other paths. I finally took a western blot test for lyme disease in (B)(6) 2013 and was cdc positive. The delay in getting my diagnosis exacerbated my symptoms and made me miss many months of work.